Event description:
It was reported by service report that the bed head end lift was drifting. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Conclusion: replacement parts on order. See scanned page. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.